Manufacturer narrative:
No product is being returned for eval but lot number is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. The catheters are designed in such a way that the proximal winding will slip or the balloon will burst under excessive force. This design prevents the force from being applied to the catheter body and breaking inside the patient and also prevents excessive force from being applied to the vessel itself. Therefore, to break the catheter spring tip a considerable amount of force must be placed on the catheter. All catheters undergo 100% visual inspection and leak testing during production. It is unknown under what conditions and with what type of equipment or instruments the catheter may have come into contact. Although the root cause of your experience could not be determined, applied medical will continue to monitor its vigilance system and take appropriate actions as necessary. This document represents our final report.

Event description:
"Balloon tip and about 3-5mm of embolectomy catheter tip broke off whilst device was in the patient and could not be located. A suspect foreign body (catheter tip) still lodged in pt. Scan was arranged on the patient to identify the foreign body but was found that no foreign body was found." Patient status: "okay".